Event description:
It was reported that the vns pt underwent a re-implant surgery to replace the demipulse generator due to nearing end of service. The generator was returned to MFR for analysis, and review of the as-received generator source code revealed an end-of-service warning message was received (vbat<eos threshold). The event was found to be associated with the output being disabled by the pulse generator. A MFR investigation of this event has determined that the root cause of the eos warning messages as being an asic latch-up condition resulting from the pulse generator receiving an electrical transient, which most likely occurred during surgery. The electrical transient is the result of electromagnetic induction (emi) or electrostatic discharge (esd). Follow up was performed with the surgeon who explanted the generator which revealed that electrocautery was not used. Therefore, a specific root cause for this condition could not be determined, but may be related to the electrostatic discharge while the generator was located nearby. Further laboratory analysis of the generator revealed that once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Good faith attempts to obtain additional programming history for review of the generator have been made, however, no additional info has been received to date.